Event description:
Caller reported an alarm 2 due to an occlusion event that occurred earlier in the day. There was no adverse impact on the customer's blood glucose level as it did not exceed 500 mg/dl and the cgm did not read ¿high.¿ customer resolved the issue by resuming insulin or changing supplies. No further assistance was necessary, leading to case closure by cts.